Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2011 by a health care professional that a pump motor stall due to magnetic resonance imaging (MRI) occurred. MRI just been performed and motor stall recovery had not yet occurred. The stall was confirmed in the event logs. Hcp planned to reinterrogate in 15-30 min. No patient symptoms were reported. Additional information has been requested and will be reported if it becomes available.